Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter city - should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was leaking from the luer lock. This issue was observed while connected to a bag of blood/human cells prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the paper below the unit was wet in the area of the vented luer lock cap threaded onto the winged female luer lock adapter which suggested a leak had occurred; however, the leak and its source were not clearly visible. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.